Event description:
It was reported that the patient presented with intermittent dizziness in the emergency room. Upon interrogation, the right ventricular (rv) lead was found to exhibit an elevated capture threshold, declining pacing impedance, and noise oversensing, which resulted in pacing inhibition. The rv lead was capped and replaced on (B)(6) 2025. The patient¿s symptoms persisted after the lead was replaced. However, the symptoms were not believed to be correlated with the reported event. The patient remained stable throughout the procedure.